Event description:
Ambulance personnel were routinely monitoring a pt complaining of chest pain. Allegedly the monitor intermittently displayed artifact resembling ventricular fibrillation when jarred or moved. The reported stated there were no adverse effects to the pt as a result of the alleged malfunction.